Event description:
It was reported that during a wedge resection, the surgeon noticed the staples were only formed on the patient's left side and no staples were fired on the right side. A compeitor's device was used for the remainder of the procedure. No patient consequence.